Event description:
The customer reported taht a pt that was already on 100% oxygen for a long time (weeks) had to be weaned of o2. The oxygen supply was decreased in steps of 10%, every 5 minutes. The user wondered why the spo2 was stable the whole at 98% and the fio2 was 55% at that time. No alarms occurred. A blood sample was taken and saturation measured was only 59%. The user replaced sensor to other position, whereupon the spo2 once again corresponded the blood gas measurement. As a result, the pt was put on 100% o2 again, the spo2 value recovered to normal values. The pt was and is still unconscious in the ICU being ventilated.